Manufacturer narrative:
The insulin pump passed functional testing including rewind, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump has minor scratched display window.

Event description:
Customer reported several no delivery alarms. Customer's blood glucose was 500 mg/dl. Customer declined to troubleshoot for the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).